Event description:
The customer's mother reported that the insulin pump has been powering off by itself and making high pitch noise. Customer changed the battery and the insulin pump powered off. Customer stated that they did not receive a low battery alert prior to the off no power alert. Troubleshooting was done. Customer's blood glucose was 217 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.